Event description:
Inserted magic3 intermittent catheter with sure grip hydrophillic coated silicone coude tip - felt uncomfortable - removed catheter and noted the tip was broken or chipped and rough. Started bleeding from urethra. Took photos of bleeding and also of broken catheter and called abc medical. They contacted bard and I was asked to send them the catheter. They indicated it would be at least 60 days for them to evaluate the catheter. I asked if anyone else has had this problem as I went to the emergency clinic and the doctor asked if any part of the broken catheter came out inside the urethra. Bard refused to answer and said it would have no further contact with me until after its evaluation. They said they would send a return package for me to send the catheter. My urinalysis showed an infection and I was placed on antibiotics. The bleeding continued intermittently but a week later I was in the ER as I had other problems with fluid and breathing (unrelated). At that time they did another urinalysis that showed the infection had gone. Abc medical sent a new batch of catheters from cure. I still have the old box with the defective catheter and bard has asked no more questions regarding my medical condition. Today I had a call from bard wanting the catheter. I explained that I was in the hospital and not been well and not had time. I asked if I need to fill out any forms for them and mr. (B)(6) said that it wasn't his department but was I looking for reimbursement for my medical costs. I confirmed that I wanted to report the problem and would hope the costs incurred would be covered. He said he would let his manager known as it was not his department. I have records of every contact, either by phone or email, with abc and bard.